Event description:
Culture tube "used" in abdomen. When the culture tube was removed from abdomen there was no cotton tip on it. Abdomen was searched, no cotton tip was found. However; nobody noticed if there was a tip when the package was originally opened.